Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, it was reported a minimum fill notification occurred after filling a cartridge with an unknown amount. No impact to the customer's blood glucose. The customer loaded a cartridge and resumed insulin delivery.